Event description:
It was reported that the pump wasn't running but heated until it went into overtemp and alarmed. This was found while doing preventative maintenance testing. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information could not be found in the ICU medical system. E1. The initial reporter region state is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint could not be verified. However, the overtemp is out of calibration. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.